Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided from the site and revealed the following: balloon burst with separation of inflation balloon material observed. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were confirmed based on evaluation of the provided imagery. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Balloon burst. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''heavy'' calcification was present within the patient's landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of +3cc was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Withdrawal difficulty. As reported, ''difficulty was noted when retrieving the commander delivery system back into the 22 fr dryseal.'' As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. Balloon separated. As reported, ''more than normal force was used to re-sheath the delivery system/balloon. Evidently the central/working part of the balloon sheared off inside the patient.'' As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Available information suggests that patient factors (calcification) and procedural factors (over-inflation, withdrawal of burst balloon, excessive manipulation) contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported by a field clinical specialist (fcs), during the procedure of a 26 mm sapien 3 valve in the pulmonic valve in a conduit via transfemoral approach, the balloon ruptured circumferentially before full volume was achieve. It was a very calcified conduit and was pre-stented with two palmaz stents prior to deploying the s3 valve. Initial inflation/deployment of valve was fine; however, a second inflation was performed to ensure full deployment of valve. Difficulty was noted when retrieving the commander delivery system back into the non-ew sheath. More than normal force was used to re-sheath the delivery system/balloon and evidently the central/working part of the balloon sheared off inside the patient. Echo showed the balloon was in the right atrium. A snare and a core device was utilized to remove the large balloon fragment. The end result was very good and patient is in stable condition. Per the fcs response, there were no missing or balloon fragments. There was extra volume added to the balloon prior to the inflation.